Manufacturer narrative:
ADDITIONAL, CHANGED, AND/OR CORRECTED DATA: A.5., B.5., H.6.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "ALONG THE CAUDAL ASPECT OF THE RIGHT BREAST IMPLANT, THERE IS A PROMINENT INFOLDING/CREASE EXTENDING ACROSS THE IMPLANT (RADIAL FOLD) WHICH MAY REPRESENT A CAUDAL IMPLANT RUPTURE". LATER HEALTHCARE PROFESSIONAL REPORTED "ANY CREASES". THE DEVICE WAS EXPLANTED.

Event description:
Healthcare professional reported "Along the caudal aspect of the right breast implant, there is a prominent infolding/crease extending across the implant (radial fold) which may represent a caudal implant rupture". The device was explanted.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "ALONG THE CAUDAL ASPECT OF THE RIGHT BREAST IMPLANT, THERE IS A PROMINENT INFOLDING/CREASE EXTENDING ACROSS THE IMPLANT (RADIAL FOLD) WHICH MAY REPRESENT A CAUDAL IMPLANT RUPTURE". THE DEVICE WAS EXPLANTED.

Manufacturer narrative:
Device Evaluation:Per the investigation procedure, the device is analyzed through visual microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required:Crease / Folding of Implant: Observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process.Rupture: Not observed through visual inspection.None of the other observations performed during the device analysis deformation and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.Additional, Changed, and/or Corrected Data: D9, H3, H6.